Event description:
It was reported that the patient fell off a bed in her camper and for the last couple of months her symptoms have gotten severely worse. The patient was unable to hold urine and some days the patient was unable to sit down because stimulation felt like something was poking her. The patient slept on her back and really had to adjust herself or she got poking with a needle, but the poking was not electrical. It was noted that the wires felt like they were poking through the patient¿s ¿vagina cheeks¿ and the patient did not feel like the wires were in the same spot as when they were implanted. For the last six months, the patient had been wearing panty liners. It was indicated that the patient had a personal trainer and started to exercise doing yoga moves. The patient had adjusted programs and settings in the past and was currently on program 1 at 2.2 v, but it was uncomfortable and too strong. At the beginning the patient was on program 4 and it was working fine; however, the patient¿s doctor changed to program 1 because the patient was having trouble. The patient switched to program 2 at 2.5 v and reported the setting was comfortable. The patient requested compatibility guidelines for MRI, airport security screening devices, and physical movement. The patient was recommended to contact her doctor to have the device checked. Additional information has been requested, and when received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3889-28, lot# v386130, implanted: (B)(6) 2010, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).